Event description:
It was reported that a perigee graft was implanted on (B)(6), 2005. About a year later the patient reported experiencing abdominal pain. The report indicates that the patient has been treated with antibiotics, and had temporary pain relief. It was also reported that the patient developed diverticulitis sometime after the mesh was implanted, the cause of the diverticulitis and the reported pain have not yet been determined.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.